Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the tip of the device became torn. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the external iliac vein. The aorta was reached with a non-bsc guidewire. The solent omni catheter was then inserted into a unspecified 6 fr sheath from the right popliteal vein of the patient. While checking from the screen, the catheter appeared to be moving to right and left directions in an uncontrolled way; this movement did not cause any harm to the patient. The case was stopped and the catheter was removed from the patient. It was noted that the tip of the catheter was torn. No portion of the device was detached, and no portion of the device was left inside of the patient. The catheter was replaced with another of the same device successfully. No patient complications were reported. The patients status after the procedure was stable.